Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye in the secondary procedure due to the patient experienced unexpected post-operative refraction. Reportedly, the surgery went well and there was no patient injury post-operatively. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as a tecnis multifocal acrylic one-piece iol because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens is damaged, most probably to make explant possible. Considering the condition of the returned lens, no additional analysis was possible. Visual inspection of the returned lens showed that the lens was damaged, most probably to make explant possible and the complaint could not be confirmed. A review of the manufacturing records was performed. There was a deviation with respect to order number; however, the deviation had no impact on product quality. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) was reviewed. The dfu contains a specific section on lens power calculations. The physician should determine preoperatively the power of the lens to be implanted. Accuracy of iol power calculation is particularly important with multifocal iols as spectacle independence is the goal of multifocal iol implantation. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.